Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to patient injury. Device issue: guide wire separation. It was reported that the situation took place during the procedure of re-synchronization on the patient with severe circulatory insufficiency. The left-ventricle electrode (manufacturing by another company) was implanted into the postero lateral cardiac vein after the cannulation of the biotronik set. An electrode was introduced onto the bmw guide wire (guide wires submitted together with electrode did not have a curvature at the ending; permeability of the electrode channel was controlled by original guide wire from another company). After optimal positioning of the electrode, an attempt was made to remove the guide wire. Attempts to remove the guide wire from the electrode were unsuccessful and both electrode and guide wire were removed as one unit. After removing, it was noticed that the guide wire was damaged and was divided into layers (soft part) in the end part of the electrode. The procedure was completed using the same electrode and pilot 150. The event caused the procedure to be prolonged by three hours and jeopardized the patient on higher risk during the procedure. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4).